Event description:
It was reported that the patient was inserted a foley catheter after the epidural procedure to continuously drain urine. The patient's bladder was discovered to be full prior to their impending caesarean section. Another foley catheter from the same batch was reinserted. It was not draining well and found the bladder full during the patient's caesarean section. That was their second case. The affected catheters were cut into 2 sections by the doctor. As per the additional information received via ibc on 25may2023, clarified that it was difficult to remove urine and according to the end users, it seemed to be a blockage for the urine not to drain out and a larger sized foley was set to remove urine.

Manufacturer narrative:
The reported event was inconclusive because of poor sample condition. The potential root cause for this failure could be to incorrect air pressure setting/incorrect air blow direction setting. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the patient was inserted a foley catheter after the epidural procedure to continuously drain urine. The patient's bladder was discovered to be full prior to their impending caesarean section. Another foley catheter from the same batch was reinserted. It was not draining well and found the bladder full during the patient's caesarean section. That was their second case. The affected catheters were cut into 2 sections by the doctor. As per the additional information received via ibc on 25may2023, clarified that it was difficult to remove urine and according to the end users, it seemed to be a blockage for the urine not to drain out and a larger sized foley was set to remove urine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.